Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer passed away. It was stated that the last time they checked his blood glucose, it was 57mg/dl in the early morning hours. It was stated that the customer had bad heart burn and a bad heart. The wife stated that around 7:30am he was throwing up and two hours later he was throwing up blood. His heart couldn't take and the paramedics were called. It was stated that the insulin pump was suspended because of the low blood glucose measured at 3:30am. The wife agrees to return the insulin pump for further analysis. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.